Event description:
It was reported that the customer had a high blood glucose level. The customer blood glucose level was 250 mg/dl. Customer state there is clicking on the insulin pump is difficult to read to the damage. Troubleshooting was not performed and declined a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.